Event description:
During outpatient cardiac catheterization, pt developed bleeding from femoral artery secondary to injury created by a 7 french long sheath with blunt dilator. Taken to or for evacuation of hematoma and repair of femoral artery.